Event description:
Affiliate reported that the device would not reprogram after implantation. When the doctor tried to decrease the pressure from 100mmh2o to 80mmh2o in 2008, he noticed the ventricles of the patient's brain were enlarged and the pressure was settled at 70 mmh2o. The patient felt nauseous. The valve needed to be replaced. It was implanted in 2006, and replaced in 2009.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed their presence of biological debris within the devices, which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and, appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed, if the investigation of this device reveals a result different from that which is stated above of if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.